Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and an alert for oversensing noise. Which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. Reprogramming has been completed and the patient was admitted into the intensive care unit (ICU). It as also noted that there was a "pacing malfunction" with the patients implantable cardioverter defibrillator (ICD). The ICD and rv lead have both been extracted and replaced. No further patient complications have been reported as a result of this event.